Event description:
It was reported that white lumen had been wrapped with tape with a note stating "do not use" from the previous shift. IV nurse unwrapped the white lumen and discovered the white lumen port was detached from the catheter. Line placed 04/15/2024 in left arm, basilic vein. Length cut: 43cm. Patient is in the ICU. Additional information provided may 20, 2024: it was reported that the IV nurse was called to assess the line by the primary nurse of the patient. The primary nurse got shift report from the night nurse stating the line is not working. Upon assessment by the IV nurse, who unwrapped the PICC line noted the white cap not attached to the lumen hub. No leak was mentioned or discoverable. No impact to the patient, the PICC line was removed. A peripheral line was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 5fr triple lumen powerpicc catheter. Use residue was observed on the sample. The white luer adaptor was observed to be completely detached from the extension tube. Microscopic inspection of the break surface revealed an uneven surface which exhibited regions that were glossy and striated. The striations were inconsistent and differing in directions. Additionally, necking was observed in the extension tube leading to the break site. The striations observed on the fracture surface suggest material fatigue contributed to the detachment of the luer adaptor. However, the necking of the extension tube leading to the break is consistent with failure due to tensile stress. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that white lumen had been wrapped with tape with a note stating "do not use" from the previous shift. IV nurse unwrapped the white lumen and discovered the white lumen port was detached from the catheter. Line placed (B)(6) 2024 in left arm, basilic vein. Length cut: 43cm. Patient is in the ICU. Additional information provided (B)(6) 2024: it was reported that the IV nurse was called to assess the line by the primary nurse of the patient. The primary nurse got shift report from the night nurse stating the line is not working. Upon assessment by the IV nurse, who unwrapped the PICC line noted the white cap not attached to the lumen hub. No leak was mentioned or discoverable. No impact to the patient, the PICC line was removed. A peripheral line was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that white lumen had been wrapped with tape with a note stating "do not use" from the previous shift. IV nurse unwrapped the white lumen and discovered the white lumen port was detached from the catheter. Line placed (B)(6) 2024 in left arm, basilic vein. Length cut: 43cm. Patient is in the ICU. Additional information provided may 20, 2024: it was reported that the IV nurse was called to assess the line by the primary nurse of the patient. The primary nurse got shift report from the night nurse stating the line is not working. Upon assessment by the IV nurse, who unwrapped the PICC line noted the white cap not attached to the lumen hub. No leak was mentioned or discoverable. No impact to the patient, the PICC line was removed. A peripheral line was placed.